Event description:
The following information was provided: it was identified post-operatively that a small screw from the mako reamer handle had come loose and fallen out. The loose screw was first noticed on the table, which prompted further inspection. Upon reviewing the instruments used, the mako reamer handle we used was found to be missing a screw. The spd team then evaluated their 2nd mako reamer handle and observed that it was also missing a screw. Case type / application: (B)(4) primary hip.